Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and motor error. The customer's blood glucose level at the time of incident was 501mg/dl. The customer states they treated with pin. Troubleshoot was conducted. Bent cannula was noted. The customer was advised the pump would be replaced and returned for analysis.